Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "silicone has leaked out of the implants.

Event description:
Patient representative has reported that "silicone has leaked out of the implants." This relates to the left side . Device remains implanted.

Event description:
Device has been explanted and replaced with a non-allergan device.